Manufacturer narrative:
The customer reported, the unit would not turn on. The reported symptom was confirmed by a philips representative on 03/02/2009. Replacing the optical switch resolved the reported symptom.

Event description:
The customer reported, the unit would not turn on.